Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a split in the catheter is confirmed, and the cause is determined to be use-related. The device returned was one groshong 5 fr dual lumen nxt PICC. Visual observation found a large amount of sutures around the catheter at the 27-cm depth mark. Some residue was found on the extension legs and the proximal valve slit. Tactual evaluation found tensile weakness near the 36 cm depth mark. Functional testing found that the red (proximal) lumen was patent to infusion and aspiration. The white (distal) lumen manifested a spraying leak during infusion just proximal to the 36-cm depth mark. Holding the hole closed during infusion found the white lumen was not patent to infusion. The catheter was cut between the 33- and 34-cm depth marks and infused through the distal valve. A significant amount of resistance to infusion was experienced but was overcome and a significant amount of use residue was expelled, after which the lumen infused and aspirated without difficulty. Microscopic evaluation found the hole near the 36-cm depth mark to be shaped roughly as an elongated ¿c.¿ as viewed through the proximal end of a cut near the 36-cm depth mark, the (white) distal lumen was occluded. The break surface at the hole was granular in texture the granular break texture, c-shape, and tensile weakness near the hole are all typical of a burst failure. The obstruction within the white lumen suggests that infusion against occlusion occurred, leading to overpressurization and catheter burst. The obstruction itself may be due to inadequate flushing/maintenance technique leading to congelation of blood. The IFU states the following: ¿occluded or partially occluded catheter catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate.¿ ¿if the catheter is aspirated, pulling the valve inward, it must be flushed with normal saline to clear blood from the lumen and allow the valve to return to its normal closed position.¿

Event description:
It was reported that a split was discovered in the catheter after flushing it. No injury to the patient was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a split was discovered in the catheter after flushing it. No injury to the patient was reported.